Event description:
It was reported by the aci vascular closure specialist that a female patient underwent a coronary diagnostic procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). A pre-procedural angiogram was performed which revealed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected a mynx cadence vascular closure device 6/7f to close the access site. The device was prepped per the IFU. It was reported that the balloon lost pressure during pull back towards the arteriotomy. The device was removed and the patient was converted to manual compression (duration unknown). Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.

Manufacturer narrative:
An attempt to inflate the balloon with water from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Pvd or the presence of calcification at the procedural site could cause a puncture of the balloon, resulting in a loss of pressure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.